Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 6/25/2024, a sales representative via sems(B)(4) reported that a 1268-100 radiolucent targeting arm, 130 degree troch nail had an issue. The inside screw that accepts the 0826-000 impactor pad came out of the actual jig itself and is attached to the impactor pad and will not come loose. The patient was not harmed. A photo is provided. This was discovered during a procedure, with no reported patient harm.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged 0826-000 impactor pad batch number: 211082 was received for investigation. The 0826-000 impactor pad was received attached to an 1268-100 radiolucent targeting arm batch number: 210929. Visual inspection of the returned devices noted that the 0826-000 impactor pad was stuck to the grommet of the 1268-100 radiolucent targeting arm and could not be detached. Functional testing was unable to be performed due to the devices being unable to be separated. The most likely cause for the reported failure can be attributed to user error due to excessive mechanical forces being applied to the impactor pad.